Manufacturer narrative:
(B)(4). Device broke intra-operatively and is not considered to have been implanted or explanted. Per facility, the complainant parts have been discarded and are no longer available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that two (2) titanium matrixneuro screws broke during a cranial flap repair procedure on (B)(6) 2016. Although fragments were reportedly generated, all were successfully retrieved along with the screw shafts of both screws. The issue resulted in a five (5) to ten (10) minute surgical delay. This report is 2 of 2 for (B)(4).